Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed that the patient remained in vt after the delivery of anti tachycardia pacing therapy. The rhythm was slowed below the lowest vt zone, resulting in return to sinus. Reprogramming was recommended.